Manufacturer narrative:
Product complaint #: (B)(4). UDI: (B)(4). Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. Device was not returned for evaluation. A review of the device history record was conducted. No issues were identified during the manufacturing and release of this product that could have contributed to the problem reported by the customer. All complaint trends will be evaluated as a part of the depuy spine monthly complaint review meeting. As no systemic trends were found, this complaint file will be closed with no further action required. Should more information and/or the sample be provided at a later time, this complaint will be reopened and device evaluated. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
(B)(4). Device is available for evaluation. Investigation will be conducted. Follow up will be filed with the investigation results. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Per reporter: I was in a adult degenerative scoliosis case yesterday afternoon in woodend hospital aberdeen. All the fas screws were placed (x14)t10-l5, rods were inserted and during the final tightening of the set screws using the outer innie torque the end of the instrument broke. The end of this instrument has castle nut connections - all 4 of the metal extensions sheared off. This only delayed the operation by a few minutes and all parts of the broken instrument were removed. I have attached a picture of the instrument and sent it for decontamination before I return item. There appeared to be no misuse of the instrument and it looked like it was seated correctly and being used correctly.